Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the have noticed that the crack in the center of the lens optic and the lens was removed. Additional information has been received and stated the iol was explanted and exchanged for a same model and same power company lens during the initial surgery. Additional information has been received and stated that there was no impact to the patient.

Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. The product was returned for analysis and damage to the lens was observed. Intraocular lens (iol) was returned outside of the device. The device was returned in a clear plastic bag. The lock-out assembly has been removed. Viscosurgical device (ovd) is observed in the device. Blood is also observed on the depth guard. The plunger is advanced outside of the device. The iol was returned outside of the device an unknown plastic tray within a plastic bag. A significant amount of solution is dried on both surfaces of the optic and haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic is split/cut in two, one half has a piece missing and the other half has a fiber adhered to the optic with solution. There is also a scratch on the optic. The product investigation could not identify the root cause for the reported complaint crack in the center of the iol optic as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The lens was returned split in two, which is consistent with lens having been explanted. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastic leading to underfill, overfill, misfolding, delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).